Event description:
During an orthopediatrics femoral rod removal, the physician (md) removed the screws and placed the orthopediatrics rod removal tool into the rod. The instrument snapped, and part of it remained inside of the rod. There is not a second orthopediatrics rod removal set in the hospital. The representative for orthopediatrics was available to verify that information. In an effort to remove that piece, the md requested the different manufacturer's broken nail and screw set, which was immediately opened. He and his resident used an instrument from the set to try and continue the rod removal. That instrument then also broke off inside the femoral nail.